Event description:
Report 1 of 2: it was reported that during use of the bd max¿ system, bd max¿ instrument, a patient sample was tested using vaginal panel assay. The first test was positive, and the repeat test was negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "discrepant results." Customer reported that they are witnessing control (qc) failures. After initial follow-up by the customer, bd service specialists made three attempts at contacting the customer for additional information with no success. This complaint is unconfirmed as there was not enough information provided to complete the investigation. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
Report 1 of 2: it was reported that during use of the bd max¿ system, bd max¿ instrument, a patient sample was tested using vaginal panel assay. The first test was positive, and the repeat test was negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.